Event description:
It was reported that during routine follow-up, this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was programmed off while waiting for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that during routine follow-up, this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was programmed off while waiting for replacement. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.